Event description:
Materials: 2420-0007, batch#: 24075377. It was reported by the customer that IV fluids double dripping from primary as well as secondary lines during IV administration of dexrazoxane, resulting in medication dilution, infusion time delay, and impact on nursing workflow. Verbatim: rcc received a complaint via email. IV fluids double dripping from primary as well as secondary lines during IV administration of dexrazoxane, resulting in medication dilution, infusion time delay, and impact on nursing workflow

Manufacturer narrative:
It was reported that IV fluids double dripping from primary as well as secondary lines during IV administration. One unused sample model 2420-0007, lot 24075377 was returned for investigation. The event sample was not returned. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and attached to a bd secondary set primed with blue dye water. An infusion run was performed at a rate of 125 ml/hr for one hour. No observation of back flow, double dripping or overinfusion. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set had flow issues the following information was received by the initial reporter with the following: it was reported by the customer that IV fluids double dripping from primary as well as secondary lines during IV administration of dexrazoxane, resulting in medication dilution, infusion time delay, and impact on nursing workflow